Event description:
On 3/4/94 we were informed by the hospital that the ventilator ceased to function while on a pt, and it displayed "powewr failure" on the panel. The hospital told us that the pt was bagged and switched to another ventilator without any sign of injury. On 3/10/94 we were told that the pt is doing fine.